Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. Radiographic images confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a patient's screws were broken. No information was received about a revision procedure.

Manufacturer narrative:
Visual inspection of the screws revealed both to be broken. Functional testing was unable to be performed as product was damaged. The maximum patient weight for a 10mm nail diameter is 150 pounds and the reported weight of the patient was 182 pounds which exceeds the maximum. Even though root cause cannot be confirmed, based on information provided the potential root cause may be related to implantation of the incorrect nail size for the patient's weight.